Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 353 mg/dl while using the ilet after a factory reset and same-day infusion set change to a steel ¿contact detach¿ set. Customer care provided support that included remote troubleshooting and education, with no device alerts or alarms reported. Investigation of this case revealed that the cause remained unclear, with potential contribution from infusion supplies or infusion site following recent changes, though no confirmation was possible at the time. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.